Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, non-sustained vf events due to myopotential oversensing were observed. Some far-p signals were also noted. Programming changes were suggested.